Manufacturer narrative:
No blank display noted. Unit had full segment display due to faulty driver at lcd board. Unable to perform displacement test, self-test, operating currents and off no power test due to full segment display. Unable to confirm black circle and icon anomaly due to full segment display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the nurse inserted a new battery in the insulin pump and a black circle and empty battery icon appeared. The customer tried several times using different batteries from different packages. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.